Manufacturer narrative:
(B)(4). Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that during a right knee revision arthroplasty, patient's bone was fractured while removing the implant.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.